Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified fold crease, wear abrasion, and an opening on the posterior. A leak test and microscopic analysis were performed which identified a sharp crease opening and observed a void greater than 1-mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on the posterior side due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.